Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark. There was no adverse impact to the customer¿s blood glucose level. The customer used multiple charging cables and outlets without success and agreed to use mdi therapy to ensure continued insulin delivery while awaiting a resolution. Technical support confirmed the shipping address and advised the customer on necessary steps for receiving and returning the replacement pump. The customer acknowledged these instructions and would receive a new pump with updated software.